Event description:
The customer reported there was no image on the monitor, and they heard a pop in the tube.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.